Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/18/2015. The fse confirmed the probe wash collar contributed to a leak due to an obstruction in the sample pathway, which the customer was able to resolve by cleaning the probe and probe waste pathway via the phone troubleshooting assistance provided. The instrument was then verified by the fse without further evidence of a leak. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a bloody fluid leak of approximately 5ml from the probe on a unicel dxh 800 coulter cellular analysis system while processing patient samples. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.